Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported intermittent red heart alarms while the patient was connected to batteries and the power module. The alarm was reproducible by manipulating the driveline approximately 11 inches from the exit site. Upon investigation, damaged wires were found in the percutaneous lead.

Manufacturer narrative:
The reported event of alarms and pump stoppages was confirmed during the evaluation of the replaced portion of the percutaneous lead. A section of the percutaneous lead approximately 27.5" long was returned for evaluation. The section included the area of the lead previously replaced in september 2010. The shrink wrap and tubing from the previous repair had been removed and the area was secured with a tongue depressor. Electrical continuity testing of the lead found that the red and yellow wires were open circuit. Examination of the lead found a tear in the yellow wire insulation inside the area of the previous repair and the inner conductors did not appear to be intact. The red wire showed multiple tears and fractures near the proximal edge of the previous repair. The green wire had been isolated and secured to the tongue depressor with electrical tape. The conductors of the green wire were found to be twisted together beneath the electrical tape. The orange wire showed inner conductor breakdown adjacent to the yellow wire tear and green wire repair but the insulation was intact. The black and brown wires appeared to be intact. If the exposed conductors from any of the damaged wires contacted the braided shield while operating on a power module, the resulting short to ground would have caused the reported alarms and pump stoppages. The reported event also could have resulted from a phase to phase short while on battery or tethered power if the exposed conductors from two different motor phases made direct contact or simultaneous contact with the braided shield. The yellow and green wires comprise one of three motor phases. If both wires were fractured during support, the loss of power to the motor phase would also have resulted in the reported alarms and pump stoppages. The observed wire damage appeared to be the result of repetitive flexing. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.